Event description:
Philips received a complaint by the customer on the v60 indicating that there is an error check vent: backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse confirmed that the symptom is related to fco86600066 and was remediated under fco wo-07177385. The pcba,pwr mgmt,gen4,1.30 pic, (fco) was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.